Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The company service representative examined the system and was able to confirm the customer reported event. The company service representative tightened all screws on the aberrometer dovetail to resolve the customer reported event. The company service representative performed field verification testing (fvt) and verified the alignment of the aberrometer to the microscope. The system was then tested and met all product specifications. The dovetail and mounting bracket assembly enables the customer to remove and replace the aberrometer per the customer¿s discretion. Thus, the root cause of the reported event can be attributed to loose dovetail that is likely the result of customer use/handling. However, with the information provided for this investigation, this is unable to be determined conclusively. The root cause of the reported event can be attributed to loose dovetail. How or when the dovetail became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported the dovetail on the scope seemed loose and requested it to be checked. Additional information has been requested.